Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code pdp317h lot lk7bqjv, and no non-conformances were identified. Additional: unopened samples of product code pdp317, lot lk7bqjv were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.